Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead and left ventricular (lv) lead were explanted. It was also noted that the rv lead had rising pace impedance. No additional adverse patient effects were reported.